Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and suspected loss of capture were noted on the his bundle (right ventricular) (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.